Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. Customer's reading ranged from 300 to 400 mg/dl. Customer treated with the insulin pump. The customer had received a no delivery alarm, a low battery alert, and a low reservoir alert previously. The customer completed troubleshooting but did not find any anomalies; customer declined to perform the high pressure test. Nothing was replaced or returned for analysis.